Manufacturer narrative:
The reported complaint of a system error 'replace battery' on the autopulse platform (B)(4) was confirmed in the archive data and not during power on. The investigation finding determined that the root cause of the reported issue was due to a bad or low voltage battery used. Unrelated to the reported complaint, a cracked front cover was observed on the ap platform during visual inspection. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance was also identified. To remedy these issues, the damaged front cover was replaced and the sticky clutch plate was deburred. During archive data review, user advisory - ua17 (max motor on time exceeded during active operation) was observed on the date the event occurred. Ua17 was likely due to bad battery or with a low charge status which explained the "replace battery" that was observed by the user. Thus, confirming the reported complaint. Also, ua07 (discrepancy between load 1 and load 2 too large) was observed on the date the event occurred. This ua message was unrelated to the reported complaint and was likely due to the patient not correctly oriented on the autopulse platform or the patient may have shifted during compression. The autopulse passed the initial functional test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse (B)(4).

Event description:
As reported, during a (B)(6) male care, the user's autopulse platform (B)(4) stopped compression and screen panel displayed 'replace battery' system error message even though the platform showed fully charged battery. The crew removed the ap li-ion battery and showed 4 green led bars (full charged) when the battery status button was pressed. The crew inserted a second autopulse battery and the platform functions for less than a minute and then the same issue occurred. The crew reverted to manual CPR. No known impact or consequence to patient was reported.